Manufacturer narrative:
D2- product code, dsy prosthesis, vascular graft updated. G4- PMA/510(k)number, correct to k062161. H6 - investigation findings, corrected to 213 (no device problems found).

Manufacturer narrative:
H6 - investigation findings, code updated to 3221 (no findings available). H6 - investigation conclusions, code updated to 4315 (cause not established).

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a gore® propaten® vascular graft configured for pediatric shunt was placed for treatment of severe pulmonary stenosis in a patient with tetralogy of fallot (tof). At 1651 on (B)(6) 2021, the patient came out of the operating room to the intensive care unit uneventfully, at 1830 an emergency redo sternotomy emergency cardiac resuscitation on cardiopulmonary bypass in the unit was performed, using a 3fr fogarty arterial embolectomy catheter to declot graft and flushed with a heparinized solution. The patient did not experience any adverse consequences. The physician stated: the thrombosis possibility formed due to the hypercoagulable state of the baby and small size of the branch pulmonary artery stenosis. On (B)(6) 2021 patient extubated and placed on continuous positive airway pressure therapy.